Event description:
It was reported that the patient's generator was unable to be interrogated. The physician troubleshot the vns programming system and was still unable to interrogate the patient's generator. A company representative performed troubleshooting on the physician's programming system the following day and identified that the tablet had been left powered on overnight. The start interrogation button was grayed out and the tablet would not advance. The tablet was powered off and then back on and the tablet successfully interrogated a demo generator. It is unknown if this was the issue that prevented the patient's generator from being interrogated or whether the patient has been brought back in to attempt re-interrogation. No additional relevant information has been received to date.